Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic incisional hernia repair, while closing the abdominal hernia ring (8x9 cm), the suture thread broke near the needle junction. The suture stayed in spite of the high tension that the tissue generated. The surgeon said that only one stitch that needed to be made. There is no patient injury.